Event description:
Primary surgery - during the insertion of the reverse shoulder prosthesis (rsp) baseplate the central screw broke. Partial was left in patient and remaining will be returned.

Manufacturer narrative:
The reason for this complaint was to report that during the insertion of the reverse shoulder prosthesis (rsp) baseplate the central screw broke, this occured during the primary surgery. The healthcare professional indicated there was a significant adverse event to the patient. There was a 10 minute delay in surgery and another suitable device was available for use. The surgery was completed as intended. Part of the device was left in the patient, the remainder of the rsp baseplate was made available to djo surgical. The remainder of the rsp baseplate was examined and photographed. It was found to be in pristine condition with no scratches or dings. The central screw was broken off at the second thread. The primary failure mode for the rsp baseplate is breakage of the central screw feature of the product. This has occurred during surgery, and also post-operatively. In this particular complaint, the rsp baseplate broke during surgery. When the central screw feature breaks during surgery, the reason most often cited in the complaint records is that the surgeon encountered hard bone, usually cortical bone, and was having difficulty advancing the screw further. The surgeon then applies additional torque to the rsp baseplate which can exceed the ti6al4v material's ultimate strength. It is also possible that the central screw can break in a bending mode if a large lateral load is applied to the hex driver while advancing the rsp baseplate, but this is less likely. A review of the device history records revealed no non-conforming material reports (ncmr's) associated with any of the components listed in the complaint. Screw diameters and lengths met all dimensional specifications and material certificates were conforming. The dhrs evidence that all critical dimensions and specifications were met when these products were released from djo surgical. As of february 2017, a review of the product complaint report (pcr) history from 2007-2016 shows there are a total of 244 prior complaints against the part number 508-32-104 rsp baseplate. Of these, (B)(4) complaints document the rsp baseplate's central screw breaking during implantation, similar to the current complaint. (B)(4) complaints document the rsp baseplate's central screw breaking post-operatively, with no indication of external trauma as a factor. An additional (B)(4) complaints document rsp baseplate breakage as a result of the patient suffering external trauma, typically a fall. The current complaint is the first for the incident lot number, 866c2055. Corrective and preventive action (CAPA) (B)(4) investigated the frequency of occurrence of central screw fracture on the rsp baseplate part number 508-32-104. The investigation concluded that the frequency of this failure mode was not unusual when normalized for sales volume. No design changes were recommended beyond the material and tolerance improvements implemented by engineering change order (eco) (B)(4) in mid-2014. Complaint rates will continue to be monitored through the standard complaint investigation process. While the root cause cannot be determined definitively, it is most likely that the central screw of the rsp baseplate fractured in torsion during implantation. This failure mode can occur if the surgeon encounters abnormally hard bone while advancing the screw with the hex driver. There was no information reported that evidences a material, design, or manufacturing problem with the product. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.